Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device changeout procedure exit block was reported to have developed. The right atrial (ra) lead exhibited no capture at max output and nominal sensing and impedance. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.